Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift issue occurred. It was initially reported by the customer that they had a map shift not detected by the system. And stability plus was not working properly; it was creating too many vizitag and placing them in the wrong place. They just continued the case with those issues. Case completed. No patient consequences. No delay. Initially, the event was not considered to be MDR reportable since map shift is due to a patient movement with change of posture, possible patient movement or following a cardioversion, even if no error message present. On (B)(6) 2026, additional information was received indicating the map shift was more than 1cm. The physician did not perform cardioversion prior to the map shift. The map was created; we gave 1 pulse of pfa per mistake and immediately noticed that the anatomy didn't correspond to what we had just mapped. The patient did not move, cough or change breathing before the map shift. The patient¿s head was not raised nor was the pillow repositioned and the patient¿s arm was not moved to change the patient¿s position on the mattress. Based on the additional information received indicating there was no patient movement prior to the map shift, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).